Event description:
It was reported that the customer had problems during prime/fill process and insulin squirted out. The caller also mentioned having a battery alarm, but the battery has not been changed for a long time. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a protruded/loose drive support disk. The device was received with cracked display window corner, reservoir tube lip, broken belt clip slot, and scratched screen. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.